Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The provider states the back of the seat frame is cracked as well as the front.